Event description:
It was reported that during a laparoscopic colon resection procedure, opened package and when touched the disc, it shredded and was unusable. A second device was opened and it shredded upon insertion. A third device was inserted. Approx 1 hour, the third device shredded. The procedure was converted from a laparoscopic bowel to an open procedure due to the lack of any more devices in the hospital. The pt is doing well with no complications. The pt is still in the hosptial recovering from surgery. No additional treatment required. The pt may have an additional day of recovery in the hospital due to the larger incision, but that has not yet been determined.